Event description:
The pump was received in the biomedical engineering department with an unsigned note that read: "malfunction, pump possible rate malfunction". Though multiple attempts were made to obtain additional information from the customer, no further information was provided.